Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that due to stenosis in the patient's vasculature, the impella pump would not cross into the aortic valve. It is unknown how the complication was managed. It was reported that the procedure was aborted.